Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported she received an error-6 display message on her precision xtra blood glucose meter and experienced symptoms of dizziness, weakness and loss of consciousness. According to the report, the paramedics were called, but no treatment was reportedly provided and the customer refused to be transported to a hospital. There was no report of death or permanent impairment associated with this event.